Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a scratch that was noted on the iol. Additionally, the iol was exchanged since the patient was experiencing blurring of vision, ghosting, headaches, and nausea. The iol was exchanged for the same model, but different diopter lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset and distal area. The optic was torn/split/cracked into two pieces and the optic was scratched. The visual distortion could not be verified, the lens had too much damage to conduct an evaluation for the optical properties. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/14/2009, 05/01/2009 and 05/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 05/06/2009. This report was mailed to FDA on: 05/08/2009.